Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the cannula is missing from device. Customer removed the device when they notice the missing cannula. She thinks the cannula is still in the body. Customer went to emergency room to check, but they could not find anything. The customer was advised to monitor the site in case any signs of swelling. Also, customer stated they are having issues with blood glucose versus sensor glucose. The customer's blood glucose was 188mg/dl.